Event description:
Patient was scheduled for an inferior vena cava (ivc) filter placement procedure. During the procedure, the filter was deployed and the filter grab hook penetrated the pusher sheath. Deployment was aborted and filter was removed with sheath in place.